Manufacturer narrative:
Device was received with a no motor movement or negligible alarm occurring during rewind. Failure due to moisture damage to the motor assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and the occlusion test due to water damage due to no motor movement or negligible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer's blood glucose level was 162 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarm; however, they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.